Manufacturer narrative:
Device will not be returned. If additional new information becomes available, it will be provided on a supplemental report.

Event description:
Towards the end of the operation, after the stem/tray assembly has been implanted into the humerus, we opened the reversed insert of the size and thickness determined during the trialing step. The surgeon placed even pressure on the insert to initially seat the insert into the tray and it immediately entered the place without the need of using the impactor handle and insert tip. The surgeon was advised to check that the connection between the tray and insert was strong enough. Using only his thumb, very easily the insert was pulled out of place. It was tried again to make an impaction but the result was similar. At the end of the operation, a new 6 plus insert was implanted in the patient's body, which is the size that matched the patient's anatomy. The surgeon did put in a 9 plus experimental implant just to see which size was more appropriate, but as mentioned chose to stick with the smaller insert. Adverse consequences were fracture in the glenoid, 2 revision surgeries since reported under stryker reference pi 2693044.